Event description:
It was reported that on the date of implant, this product was part of a system revision due to infection. This right ventricular (rv) lead was surgically abandoned. Additional information was received that one day later, surgical intervention was again undertaken. This lead was explanted. Available information does not indicate a new system was implanted at this time. There were no additional adverse effects reported. The product is in hospital possession.